Event description:
It was reported that the user experienced signal loss and no glucose readings from an abbott freestyle libre 3 plus used with the ilet, resulting in dosing suspension notifications; the user replaced and scanned a new sensor, performed a restart, and the ilet displayed the magnifying glass icon during initial operation. Symptoms included hyperglycemia with a fingerstick blood glucose of 361 mg/dl, later decreasing to 238 mg/dl. Outcomes included temporary interruption of automated dosing and the need for manual blood glucose entry. Investigation included user troubleshooting, sensor warmup verification, and confirmation of cgm-to-ilet connectivity. Investigation of this case revealed that the sensor connected successfully after restart and the ilet operated in its initial observation period as designed. It was concluded that the event was attributable to temporary cgm signal loss and sensor warmup behavior, with no device malfunction of the ilet identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.